Manufacturer narrative:
Product has been requested for analysis but has not yet been received by manufacturer. Shipped on 2016-02-24, air waybill (B)(4). Additional information will be provided after product is received and analyzed.

Event description:
(B)(4) per follow-up correspondence: difficulty tracking the wire through the vessel or legion was reported. Event reported as occurring "during a pacemaker procedure, replacement of old catheters boston". Materials that migrated to the pulmonary circle were reported as pieces of coating from the wire. All migrated materials reported as removed from the patient with the loop. Wire and packaging was reported as damage-free prior to use. Wire reported as handled, prepped and used as directed by IFU. Current status of the patient is reported as excellent.

Manufacturer narrative:
Product has been requested for analysis but has not yet been received by manufacturer. Shipped on 2016-02-24, air waybill tracking # (B)(4). Additional information will be provided after product is received and analyzed. Follow-up report #1 narrative update: product returned and received by manufacturer for analysis on 03/10/2016. (B)(4).

Event description:
Per cardinal health (formally known as "cordis") complaint report (B)(4): "during implantation of a pacemaker, there was a fraying of the lead wire coating in the distal part. Migration of materials in the pulmonary circle. They did a recovery procedure with the loop. Repository number (B)(4)." Per follow-up correspondence: difficulty tracking the wire through the vessel or legion was reported. Event reported as occurring "during a pacemaker procedure, replacement of old catheters boston". Materials that migrated to the pulmonary circle were reported as pieces of coating from the wire. All migrated materials reported as removed from the patient with the loop. Wire and packaging was reported as damage-free prior to use. Wire reported as handled, prepped and used as directed by IFU. Current status of the patient is reported as excellent.